Event description:
Device placed in rt femoral artery. Needles did not easily withdraw. Upon attempt to remove device, the shaft coating pulled away from the hub, and device unable to be removed. To or for removal of foreign body. Pt stabilized, discharged.